Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had partial seal. An end tone was heard and there was an evidence of energy delivery. There was no patient injury.